Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to their implantable cardioverter defibrillator (ICD) sounding an audible alert. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. A high threshold alert was also noted. Follow-up was completed and it was verified that no reprogramming has been completed at this time. The lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.